Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -6.0/1.0/050 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found no visible damage to the lens. Dimensional/functional inspection found the returned lens did not meet original values measured at the time of manufacturing. But it was noted "returned lens is not the model/size stated in the claim." Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - the device history record (DHR) review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. A CAPA is being generated to investigate and document actions. An awareness meeting is to be held for relevant manufacturing personnel. Line processing and rework station expectations are to be reemphasized and enforced. Digital tracking of rework performed during manufacturing is to be implemented. Claim#: (B)(4).